Event description:
Acct. Reports that they attached an injection site to the middle port. When they did that and then attempted to flush the line and/or inject meds, the connection leaked. No pt injury reported.